Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed, as the spindle housing heated up. Based on the investigation details, the likely cause for the overheating was problems with the nose cone, bur shield, bearing stop, and/or bearings, which were each replaced. Service did a clean, lube, and adjust to the device, and the handpiece was repaired and returned to the customer.